Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available. The device involved in the incident was unknown; therefore, are unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).

Event description:
A customer contacted baxter's technical service center (gts). The home patient (hp) stated she believed she had air go into her. It was explained the hp might have received the air from the patient line if it had not been fully primed before connecting. Gts spoke with the nurse as well and the nurse was going to have the hp come into the clinic. The cause was undetermined. There was no patient injury or medical intervention indicated at the time of the initial report.